Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous right coronary artery (rca). After predilating the lesion with a 3.0mm balloon, the 3.00x24mm taxus liberte drug-eluting stent delivery system (sds) was advanced by unable to cross the lesion. The sds was removed from inside the patient and it was noted that the proximal edge of the stent was lifted up. The procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed as "no problems".

Manufacturer narrative:
Patient age 18 years or older. (B)(4).